Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level decreased more, but customer was unable to provide a specific value. Due to the bg level the customer experienced a seizure, bit tongue and experienced back and neck pain. Customer went to the emergency room (ER) was treated with fluids of saline and sugar and was released the same day with the issue resolved and no permanent damage.